Event description:
Home patient's (hp) family member contacted baxter's technical service center (tsc) regarding a "check heater line" alarm that appeared on hp's homechoice (hc) machine during fill 1/4 of the hp's automated peritoneal dialysis (apd) therapy. Tsc instructed hp's family member to inspect the setup for leaks, in doing so the hp's family member discovered a pinhole leak on the heater line of the homechoice set close to the cassette. Tsc assisted hp's family member in ending apd treatment early and setting up with new supplies to complete hp's therapy. No patient injury or medical intervention was associated with this incident per hp's family member.